Event description:
It was reported that during a procedure two ultrasonic scalpels "were not deactivating when the buttons were released." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint devices were not returned to stryker sustainability solutions (sss) for an evaluation. Since the devices were not returned, information such as lot numbers, serial numbers, expiration dates, and manufactures dates are all unknown. The procedure date is also unknown. A conclusive root cause could not be determined as the devices were not evaluated. However, as the device can be powered by either the hand switch (buttons) or foot switch (pedals), it is possible that the foot pedals connected to the facility's generator were in the "on" position causing the devices to appear to activate after the buttons were released. The reported event is not occurring more frequently or with greater severity than is usual for the device.